Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the expiration date contained on the hm3 pump tracking stickers from the dt envelope was different than the expiration date on the individual pump box and packaging label. The clinical coordinator explained to or staff that the expiration date on the individual pump box or packaging label will always contain the correct expiration date. The or staff crossed out the expiration date on the hm3 pump tracking stickers and inscribed the correct expiration date.